Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported, a patient with a clouded corneal flap and decreased visual acuity one week following lasik treatment of the right eye. A corticosteroid drop was prescribed. Two days following onset the area of the opacity had be come wider and the edge of the flap was noted to have become clouded. The patient was hospitalized and taken off the corticosteroid and replaced with an antiviral medication. Additional information was provided, the flap was made using a microkeratome followed by ablation with the excimer laser. The hospitalization occurred due to the clouding of the cornea and the sharp decrease in vision in the right eye. The patient remains hospitalized and their condition is stable but the corneal opacity remains.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows many successfully performed treatments. The user performed an energy check every 2 hours. However, it is recommended, that an energy test is performed before each patient the user performed an energy check at 10:06 am, the corresponding treatment was two hours later. The corresponding treatment was performed successfully. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: 2020-12996.

Event description:
Additional information received. The patient was discharged and the corneal opacity remains.